Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. On (B)(6) 2018 it was reported that the healthcare provider mentioned a possible pocket fill and that the patient would need their pump replaced. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. A pump replacement was scheduled for (B)(6) 2018. The issue was not resolved at the time of the report and the patient status was noted as alive, no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that the pocket fill occurred on (B)(6) 2018. The pump was replaced on (B)(6) 2018 and was reaching end of life. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.